Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that product started shocking about 6 months ago. Patient indicated it was off. Patient indicated hcp did emergency surgery and took device out.

Event description:
Information was received from a patient via manufacturer representative (rep) and healthcare provider (hcp) who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Hcp reports that the pt fell yesterday, and has experienced uncomfortable sensations 'like the stimulator is firing in their back' since the fall. Hcp reports they are working to obtain imaging and potentially going to remove the ins, but would like a rep available to attempt to interrogate the device as well. Rep is meeting with patient today after the patient fell. Patient fell, noting the ins hit the corner of a toolbox. Since then, patient has been getting shocks-1 per second. Patient is getting shocks without moving, just sitting there. No xrays were completed. EKG was completed while on the call and no interference noted. Rep could not find the ins with her tablet. Patient did not bring their controller. Rep attempted to find ins with a spare controller and could not find it. Patient reported charging ins 3 weeks ago but hasn't been using the stim. Caller will discuss presence of the system potentially pressing a nerve or other unrelated issues.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.